Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving a button error alarm on the insulin pump. Customer's blood glucose was 132 mg/dl. Customer was advised to revert to a back-up plan and did not agree to return the product for analysis.